Event description:
It was reported that the device would not close all the way. Upon receipt the tip was noted missing. Follow up with customer indicated the tip was left inside the patient's bone and the surgery was delayed over 30 minutes.